Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Test strips were not returned - customer returned test strip lot number ps2403, not ps2408. Meter was returned, no investigation required: customer did not allege a product defect. Root cause: rc-074: manufacturing processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Consumer e-mailed for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. Grandmother e-mailed on behalf of the customer, her (B)(6) year-old granddaughter. Grandmother provided phone number and was contacted via telephone. The test strips are expired - manufacturer's expiration date is 07/16/2018 and test strips are part of recall. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix product line.